Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The patient underwent port placement procedure for long term intravenous access. After infiltration of the skin and subcutaneous tissue over the target vessel with lidocaine, the patient vessel was accessed under direct sterile sonographic guidance. An appropriate port pocket and catheter tunnel site were selected, and the areas were infiltrated with lidocaine. A skin incision was made, and the subcutaneous pocket was created using blunt dissection. The chest wall tunnel was created, and the catheter was carried through the tunnel. A peel away sheath was placed over a wire at the venotomy site, and the catheter was placed via the peel away sheath. The tip of the catheter was positioned under fluoroscopic guidance and the catheter was cut to the appropriate length outside of the patient. The catheter was then connected to the port hub and the port was placed into the pocket in standard fashion. The port was tested and could be aspirated and flushed freely. Around eight months later, patient presented to the emergency department with the complaints of fatigue and decreased per oral intake for the past week. The next day, computed tomography of abdomen and pelvis was performed which showed suspected proctocolitis without perforation or abscess and continued distention of the gallbladder. Computed tomography of chest was performed which showed negative for pulmonary embolism. Computed tomography of head was performed which showed no acute intracranial findings. Blood culture study showed mrsa positive. Five days later, patient¿s blood culture study confirmed methicillin resistant staphylococcus aureus. Three days prior, patient has undergone port removal procedure for bacteremia with blood cultures growing mrsa and sepsis. Local anesthesia was administered, and an incision was made over the mediport reservoir. Tissues were dissected down to the level of the port. The mediport was identified. It was then freed from the surrounding and ingrown tissues. The port was then removed en-bloc along with the attached catheter. The pocket was irrigated with a saline. The pocket was then closed in one layer. Two days later, patient had an infectious disease consultation for new diagnosis of disseminated hsv. Patient was positive for mrsa central line associated blood stream infection. Advised to continue vancomycin, acyclovir and started on ceftriaxone and ampicillin. Around four months later, patient expired, and the cause of death was mentioned as metastatic squamous cell lung cancer with metastases to bone and liver. Per the medical record review, it was confirmed the patient had bacterial infection, bacteremia and sepsis. However, the relationship between the port and the alleged adverse event is unknown, and there was no device malfunction that was reported or occurred. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and nineteen days post a port placement, the patient complained of fatigue and decreased per oral intake for the past week. It was further reported that the patient was allegedly diagnosed with bacteremia and the blood culture test resulted positive for methicillin resistant staphylococcus aureus bacterial infection. Furthermore, the patient had allegedly developed with sepsis secondary to bacteremia as a result of the defective infected port. Evidently, the defective infected port was removed. Reportedly, the patient got expired due to metastatic squamous cell lung cancer with metastases to bone and liver and the relationship of the death with the device was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that two months and nineteen days post a port placement, the patient complained of fatigue and decreased per oral intake for the past week. It was further reported that the patient was allegedly diagnosed with bacteremia and the blood culture test resulted positive for methicillin resistant staphylococcus aureus bacterial infection. Furthermore, the patient had allegedly developed with sepsis secondary to bacteremia as a result of the defective infected port. Evidently, the defective infected port was removed. Reportedly, the patient got expired due to metastatic squamous cell lung cancer with metastases to bone and liver and the relationship of the death with the device was unknown.